Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: spain. It was reported that during surgery the needle broke and was not found.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in stock. Received one open and used sample with the tip of the needle broken. The used needle received has been checked and marks of the needle holder have been found in the needle breakage area as can be seen in enclosed picture. The needle has been grasped with a needle-holder in the tip area. As indicated in the instructions for use of the product:"care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage". Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. The production data has been checked of the involved needle batch. Also tested samples available in stock of the same needle batch and the results fulfill the OEM specifications of the product. Final conclusion: although the results of the samples available of the same needle batch fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.